Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation done at same time as essure implants". The patient's medical history included complex regional pain syndrome, uterine leiomyoma, paratubal cyst and ovarian cystadenofibroma. Concurrent conditions included restless leg syndrome since (B)(6) 2009 and hypothyroidism. Concomitant products included ropinirole. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2006, the patient experienced abdominal distension ("hormonal changes ¿ bloating"). In (B)(6) 2007, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/ vaginal) ¿ urinary tract infections"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced urticaria ("rashes or skin conditions ¿ hives") and allergy to metals ("nickel allergy"). In (B)(6) 2008, the patient experienced migraine ("migraines/ headache/ neurological issues"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2019, the patient experienced restless legs syndrome ("restless leg syndrome"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"), back pain ("back pain") and thyroid disorder ("thyroid"). The patient was treated with antibiotics, morphine, oxycodone and surgery (total hysterectomy for pelvic pain). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal distension, urinary tract infection, urticaria, migraine, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, abdominal pain, back pain, thyroid disorder and restless legs syndrome outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, migraine, pelvic pain, restless legs syndrome, thyroid disorder, urinary tract infection, urticaria and weight increased to be related to essure (ess205). The reporter commented: current weight: (B)(6) lbs. Essure coil which extends into the myometrium subjacent to the scarred uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 07-oct-2021: mr received. Reporter information, patient middle name, race, medical history, product removal details, rcc added. Removal surgery added for event: pelvic pain. Case become serious incident. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain/pelvic pain'). In a 36-year-old female patient who had essure (ess205), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error, "novasure ablation done at same time as essure implants". The patient's medical history included: complex regional pain syndrome, uterine leiomyoma, paratubal cyst and ovarian cystadenofibroma. Concurrent conditions included: restless leg syndrome, since (B)(6) 2009 and hypothyroidism. Concomitant products included: ropinirole. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2006, the patient experienced abdominal distension ("hormonal changes, bloating"). On (B)(6) 2007, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) urinary tract infections"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient experienced urticaria ("rashes or skin conditions hives") and allergy to metals ("nickel allergy"). On (B)(6) 2008, the patient experienced migraine ("migraines/ headache/neurological issues"). On (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On (B)(6) 2019, the patient experienced restless legs syndrome ("restless leg syndrome"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"), back pain ("back pain") and thyroid disorder ("thyroid"). The patient was treated with antibiotics, morphine, oxycodone and surgery (total hysterectomy, for pelvic pain). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal distension, urinary tract infection, urticaria, migraine, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, abdominal pain, back pain, thyroid disorder and restless legs syndrome outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, migraine, pelvic pain, restless legs syndrome, thyroid disorder, urinary tract infection, urticaria and weight increased to be related to essure (ess205). The reporter commented: current weight: 200 lbs. Essure coil, which extends into the myometrium subjacent to the scarred uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 21 kg/sqm. Hysterosalpingogram: on (B)(6) 2006, total bilateral occlusion. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-oct-2021, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.